Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 801 module (e801). Patient identifiers for information related to each affected assay: (B)(6). Please refer to the attachment for all patient data. The sample was initially tested at the customer's site on an e601 analyzer. The sample was then provided for investigation, where it was tested on a second e801 analyzer, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer (e411). The sample was also tested on a centaur analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the e801 analyzer at the customer site was asked for, but not provided. The serial number of the e801 analyzer used for investigation was (B)(4). Ft3 reagent lot number 257824, with an expiration date of 31-oct-2018 was used on this analyzer. The serial number of the e602 analyzer used for investigation was (B)(4). Ft3 reagent lot number 277945, with an expiration date of 30-sep-2018 was used on this analyzer. The serial number of the e411 analyzer used for investigation was (B)(4). Ft3 reagent lot number 277945, with an expiration date of 30-sep-2018 was used on this analyzer. Calibration and controls measured on the analyzers used for investigation were ok. Based on analysis of the provided data, a general reagent issue could most likely be excluded. For the differences in test results between the values generated with the roche assays and the assays from siemens, assays from different vendors can generate different values. This is related to the overall setup of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. The investigation was unable to find a definitive root cause.